Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was showing the ¿apply sample¿ message when the patient was attempting to test. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged issue first occurred on an unspecified date the week prior to the alert date of (B)(6) 2016 at around 1-2am. It is not known what medication, if any, the patient takes to help manage their diabetes or whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred, the patient ¿passed out and could not wake up¿. When they were woken up they also experienced ¿slurred speech¿. The emergency medical service (ems) was called and on arrival they gave the patient IV glucose after measuring the patient¿s blood glucose at ¿32mg/dl¿ on their own unspecified device. The patient was also given food and/or drink from a non-healthcare professional after receiving this treatment from the ems. At the time of troubleshooting, when walking the patient through a re-test, the cca noted that the test strip completely draws in the sample, but the issue remained unresolved. The products were requested for evaluation replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began. In addition, the patient also required intervention from healthcare professionals as a result of this.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.